Manufacturer narrative:
The reported event of an error message occurring during use of the merlin programmer was confirmed. The cause of the error message was not determined, and as a result of these findings, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated due to an error message. After multiple attempts the device was able to be interrogated. No further intervention was performed and the patient will be monitored. The patient was in stable condition.